Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the thermogard xp ivtm system (B)(4). The root cause is due to a defective lm-34 temperature sensor. Upon visual inspection the top lid of the console was found broken. The thermogard is a reusable device and has exceeded its expected service life of 3 years. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Upon replacement of the temperature sensor probe, the console was functionally tested and it functioned as intended without any errors observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with (B)(4).

Event description:
As reported, while using thermogard xp ivtm system (B)(4) for patients treatment, the device displayed error code tcmid:05 (coolant diff failure of the internal temp probe lm 34 a/b) several times. The user restarted the device several times but the error code kept on appearing. No known impact or consequence to the patient.